Event description:
It was reported that the end of the tubing connection of a clearlink system continu-flo solution set broke off. This occurred while trying to connect the tubing to the patient. The tubing was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection was performed, and it was noted that there was incorrect assembly of the collar in the two piece luer body lock assembly. The reported condition was verified. The cause was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.